Event description:
It was initially reported that the pt experienced return of symptoms approx three weeks ago and the pain was getting worse. A single bolus administered two weeks ago showed no results. Dye study had been performed and was noted as "fine." In addition, there were no issues in logs at that time. Multiple motor stalls and recoveries were reported later, from (B)(6) 2011 per event logs. The pump was replaced. Pt recovered without sequelae, was doing well and was in titration period. Pump dose was reduced at implant. The drug delivered via the pump was dilaudid 5mg/ml at 2.1 daily dose.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.